Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient said they are not able to charge the implanted neurostimulator since today. Patient said they got a message to call medtronic. Agent asked patient what is the message they are getting on the screen and patient said they did not know, but they will connect with the paddle and controller show passive recharge screen with 0-91-100. Patient stated the implant was charged two days ago. Patient service asked patient if there is any visible damage to the recharger and patient said there is no visible damage. Patient started a charging session and was able to start charging with good quality, controller 70%, implant in the red and the screen is fluctuating. Patient mentioned the rtm gets warm. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger device.